Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume multirate infusors were leaking from the control module. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the devices contained fluorouracil. H4: device manufacture date: january 22, 2019 - january 23, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.